Event description:
Adult male being prepared for bilateral iliac stents with introduction of 16fr foley: at inflation after insertion and urine-return noted and once 2ml inflation balloon wouldn't inflate further nor deflate. Removed still with 1-2 ml fuild in balloon. Scant amount of bleeding noted from penis. New foley kit obtained and inserted with no complications. Patient had no untoward outcome and endured the surgery well and no other complications noted and discharged 1 day post-op.